Event description:
It was reported that a patient with a history of cardiomyopathy experienced issues with a pioneer controller device. The controller intermittently sounded high priority alarms, not recognizing the power source and during these alarms, the controller screen would go blank failing to display pump parameters or waveforms despite being plugged in, and the battery indicators were not illuminated even though the battery was confirmed as charged. Logfiles indicated critical battery alarms. The patient, was admitted to the intensive care unit and underwent a controller exchange, after which the pump was restarted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date:31-jan-2025/serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 03-jan-2024 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:/ catalog #:/ expiration date: / serial or lot#: unknown d9: no h3: no h4: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6) h3:yes unk-battery h3:yes serial# (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the controller (B)(6), the controller ac adapter (B)(6), were returned for evaluation. The ventricular assist device (vad) (B)(6) and the battery with an unknown serial number was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Failure analysis of the returned controller ac adapter revealed that the device passed functional testing. Visual inspection of the controller ac adapter revealed a damaged outer sheath of the output cable which exposed the internal wires; however, the device was still able to provide power. Internal inspection did not reveal any anomalies. Functional testing of the returned controller (B)(6) revealed that the controller was unable to communicate with the external batteries and exhibited controller reset events. Internal inspection revealed a damaged diode on the communication line and a damaged integrated circuit responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controllers to trigger the critical battery alarms, as well as the controller reset events. The damaged integrated circuit are also connected to the real time clock circuit and caused the date/time stamps to remain frozen. After the faulty components were replaced, the controller performed as intended. Review of the controller log files revealed multiple corrupt entries, logged since 18/dec/2024, in which the real time clock (rtc) was reset to the year ending 99. The corrupted data points had a time stamp of 31/feb/2099 at 00:00:00. Review of the alarm log file revealed one hundred and eighty-five (185) critical battery alarms logged with a battery relative state of charge (rsoc) value of 101% and incorrect date/timestamps with no serial number ID or cycle count, indicating that the controller was unable to recognize the connected batteries. Of note, the critical battery alarm is a high priority alarm which produces a loud sound. The critical battery alarms likely correspond with the reported ¿controller intermittently sounded high priority alarms¿ event. Review of the data log file also revealed multiple data points logged with a battery rsoc value of 0% with incorrect date/timestamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. The inability of the controller to recognize the batteries is likely related to the reported communication issues event. Considering that the controller was unable to recognize the connected batteries, the battery indicator on the controller¿s front panel would not illuminate. Furthermore, review of the event log file revealed multiple event exceptions where the controller was resetting with incorrect date/timestamps and no battery serial number ids or cycle counts logged. Log file analysis also revealed seven (7) low flow alarms have been logged since 10/dec/2024. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the observed low flow and high-power event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root case of the inability of the controller to recognize power sources, observed critical battery alarms, real time clock error, and controller resets can be attributed to the damaged diodes and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported damaged adapter cable event can be attributed, but not limited, to wear and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the cable and the wires for the controller cac adapter were damaged. The cac adapter was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received for this event. Additional product: d1: heartware ventricular assist system: controller cac adapter d4: model#: 1430 / catalog#: 1430/ expiration date: 30-nov-2019 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 21-nov-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.